Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the blue plastic handle is broken and also shows wear & tear that indicates successful use during a potential field age of approximately 5 years. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded the most likely root cause of the event is likely due to normal wear during the instrument field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Approximately one month ago during the liner impaction on a total hip arthroplasty the plastic handle fractured while hitting the back end of the impactor. No pieces remained in patient.